Manufacturer narrative:
No repairs were performed by a field service engineer, as the customer declined service and repair. As a result, it could not be confirmed whether the device failed to meet product specifications. The customer further indicated that the internal battery had not yet been replaced, and dispatch would be scheduled once battery replacement is completed. No additional information regarding the reported issue or potential resolution is available at this time. The investigation concludes that no further action is required at this time. The device remains at the customer site. Should the customer elect to proceed with evaluation or repair in the future, a new service order will be created and managed through philips¿ standard complaint handling process. Based on the information available and the service performed, it was not confirmed that the unit failed to meet product specifications.

Event description:
Philips received a complaint by the biomed customer on the v60 indicating while performing preventative maintenance (pm), it was observed that that the device displayed an alarm message "low leak-co2 rebreathing risk" error code 1202. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was determined that flow sensor assembly needs to be replaced. The manufacturer's field service engineer (fse) was dispatched to the site and was unable to complete because this unit had bad battery, which is addressed in a separate record. The customer will inform philips once they have replaced the battery. This investigation is ongoing.